Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) previously received a shock, approximately two years ago which knocked them down and the patient broke their hip. No further information has been made available.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.